Manufacturer narrative:
Date of initial report: 12/15/2016. Date of follow-up report: 01/19/2017. Date of second follow-up: 05/22/2017. We have completed the necessary good faith effort to obtain a product sample for investigation. In this case, we have been informed that the sample was discarded after use and is not available for investigation. Since a product sample was not returned for investigation, we are not able to identify a root cause or speculate on a probable root cause. The involved generator was not returned for evaluation. The involved lf3225c clamp used with this device was returned and found to function within specifications. Visual inspection found no defects, and seals made using the clamp met specification for burst pressure. The device history records for this device were reviewed, and no potentially contributing factors found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The generator settings were two green bars and no seals made with the device were found to have reopened. The surgeon does not know what caused the hematomas. In addition to a vaginal hysterectomy, the surgeon was performing a salpingectomy and post/anterior plastic of the vagina. The device was used on the perimetrium and for removing the saplings. Eighteen days after the operation, the patient was readmitted after reporting pain. A 47x46mm hematoma was found, and a laparoscopic surgery performed to wash away the hematoma.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 12/15/2016. The device was discarded by the facility and is not available for return. Questions have been extended requesting further information regarding this issue. To date, no additional information has been received. If the sample becomes available or if additional information regarding this incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was used without any observed issues during a hysterectomy. However, a haematoma formed six to seven days post operation. An ultrasonic check of the patient was performed three to four days after the operation and no bleeding was present. A reoperation was performed to treat the issue.